Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was reviewed, and the following was observed: 3mensio report: tortuosity and calcification in the access vessel (left side). Post-procedural device photos: sheath shaft curved. Strain relief wrinkled near distal end; proximal liner expanded. Liner punctured in middle of sheath shaft with partial liner delamination and stretching. Distal end of liner unexpanded, distal tip unopened with minor tip damage, compression mark on sheath shaft proximal to the unexpanded liner region, and scratches on sheath shaft in unexpanded liner region. As no lot number was provided, a lot history review was unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3u IFU's were reviewed, along with the procedural training manual. Warnings include: the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury. Precautions note that 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Inability to advance through sheath and liner punctured were confirmed based on evaluation of the provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Provided 3mensio report showed tortuosity in the access vessel. Post-procedural device photos revealed sheath shaft curvature and a compression mark on the sheath shaft proximal to the unexpanded liner region. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Provided 3mensio report showed calcification in the access vessel. Post-procedural device photos revealed scratches on the sheath shaft in the unexpanded liner region. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Device manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, device manipulation) may have contributed to the reported liner puncture. The complaints for difficulty introducing sheath and difficulty removing sheath were confirmed based on evaluation of the provided imagery. As the lot number was not provided, reviews of the DHR and lot history were unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the physician ['] inserted the esheath+ with difficulty to the aorta.' Additionally, 'the team could not push or pull the system without fear of causing injury to the vessel. ['] the change to a stiffer wire helped to remove the device ['] additional information received and noted that the esheath had a split along the seam and opened completely. The valve was getting caught in the part of the esheath that had a split. The esheath split open at the seam in the external iliac artery when the valve crossed that section. The perceived root cause of withdrawal difficulties through the esheath was the patient's severe iliac tortuosity combined with very non-pliable, calcified vessels.' Per review of provided imagery, 3mensio showed tortuosity and calcification in the access vessel. Similar to resistance, tortuosity and calcification can lead to sheath insertion difficulty by subjecting the sheath to suboptimal angles and reducing the vessel lumen diameter. Post-procedural device photos showed a liner puncture in the middle of the sheath with partial liner delamination and stretching. The challenging patient anatomy in addition to the liner puncture likely contributed to the difficulty to withdraw the sheath and system from the patient, as the delivery system and valve likely exited the sheath through the liner puncture. As such, available information suggests the patient factors (calcification, tortuosity) likely contributed to the reported sheath insertion difficulty, while patient factors (calcification, tortuosity) and procedural factors (liner punctured, valve caught on liner) likely contributed to the reported withdrawal difficulty. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. A pra is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the physician attempted to insert the esheath+ on right side but could not pass to the aorta. The physician decided to use the left side and inserted a new esheath+ with difficulty to the aorta. Upon pushing the valve and delivery system through esheath+, the operator noted pressure but kept pressing. The valve and delivery system exited the esheath+ at the external iliac artery. The team could not push or pull the system without fear of causing injury to the vessel. Vascular surgery was called in and decided to change the wire for a stiffer wire and remove the valve/esheath+. The change to a stiffer wire helped to remove the device and deliver the new valve successfully. A new esheath+ was introduced and a new valve/delivery system went up with no issues. A cutdown was not performed, the vascular surgeon just scrubbed in to help with the procedure and since he was still scrubbed in, he closed the access site via perclose and manual pressure. Additional information received and noted that the esheath had a split along the seam and opened completely. The valve was getting caught in the part of the esheath that had a split. The esheath split open at the seam in the external iliac artery when the valve crossed that section. Additional clarification from the fcs along with photos noted "best as he could tell, it did exit out of the side of the esheath".